Event description:
Patient experienced a "broken finger".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "the patient reported the device was hurting her finger, so she asked for it to be removed, the patient reports that the nurse struggled to remove the device, the nurse stated that she didn't have any trouble removing the device, the tech working with the nurse that day reports that the patient did complain of pain in her finger just after the device was removed and requested ice for her finger, by the time the night shift started the nurse caring for the patient and the charge nurse reported that the patient's finger had significant swelling and bruising which is what prompted the request for an x-ray, which revealed the fracture". The sample has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.